Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital because of deteriorating multi-organ status. The patient was started on inotrope for hypotension, but further details regarding the hospital course were not provided from the hospital. The patient died during this hospital course reportedly from multi-organ failure and sepsis. The hvad pump ((B)(4)) was not returned to the manufacturer for analysis as it remains implanted. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Right ventricular failure, multi-organ failure, sepsis, and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a (B)(6) male patient was admitted to the hospital for multi-organ dysfunction on (B)(6) 2014. It was reported that he was started on an inotrope for hypotension, but further details regarding the hospital course were not provided from the hospital. On (B)(6) 2014, the family decided to transition the patient to full comfort care and on (B)(6) 2014 the pump was turned off and the patient expired. The cause of death was attributed to sepsis, multisystem failure and right heart failure. The treating physician does not attribute the death of the patient to the device. The family refused an autopsy therefore the pump was not returned to the manufacturer for evaluation.